Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: ·excessive pressure, abnormal sensor. The legal manufacturer could not identify the cause because the phenomenon was not reproduced. This is a guess, but it is assumed that the event occurred because the main board was out of order. The cause of the failure of the main board is described in the event below. ·the power automatically turns off when the cavity mode is selected. Indication phenomenon occurred because the main pcb failed. The cause of the main board failure could not be identified because there was no delivery of the actual product. Based on the event, it is inferred that the phenomenon occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. ¿oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. ¿because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The legal manufacturer checked the contents of the instruction manual regarding and confirmed the contents of the instruction manual indication phenomenon, when the power was automatically turned off when the cavity mode was selected, the following was stated. Chapter 7.1 "how to distinguish abnormal causes and how to cope with them" describes the following. ·details of the error: all leds are off. ·cause: an error has been detected in the internal circuit of this product. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿the excessive pressure when inflated pressure and sensor abnormality¿ was not confirmed. However, it was confirmed that the device would automatically power off when the cavity function was selected to work due to faulty main circuit board. In addition, rust was observed on the unit¿s rear panel. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Please reference MFR. Report # 8010047-2021-05699 pertaining to the uhi-4 powering off.

Event description:
The service center was informed that during reprocessing, an ¿e03-excessive pressure¿ error message was observed when inflation was used. There was no patient involvement reported.